Event description:
The customer contact reported the device did not deliver. The bolus cord was connected to an unspecified gemstar pump and was to be used to deliver an unspecified medication. It was reported that during testing of the device prior to pt use, a dose was not delivered when the button on the bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B) (4) (B) (4).